Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the incorrect basal rate setting into the pump. Tandem technical support assisted customer with locating the pump personal profile settings. Customer corrected the basal rate. Customer's blood glucose was 384 mg/dl and a bolus was delivered to address bg.